Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant, the lead exhibited high impedance. The lead was attempted to be positioned but the stylet would not push to the end of the lead and the helix would not extend. The lead was removed and a new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the stylet was returned damaged. Performed stylet insertion test using the stylet sample in the rpa lab, result was passed. The helix could be fully extended/retracted, and helix extension/retraction turns within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.